Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the user facility.

Event description:
Additional information was received from the facility. The event date was march 26, 2021. The intended procedure was completed with a different device. No other devices were replaced during the procedure. The power button broke due to physical failure during normal use. The evis exera iii xenon light source was used with the cv-190 evis exera iii video system center and other devices used with the light source were compatible. There was no corrosion or bent pins in the connector, no resistance when inserting the connector into the port and no foreign objects on the electrical contacts. The scope was physically able to be inserted into the port and the device was inspected prior to use with no abnormalities noted. No patient harm reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively identified. This device was released prior to countermeasures for a design change of the power switch from the date of manufacture. It is likely that the power switch was damaged due to the amount of operating force applied to the power switch and the number of times exceeding the expected value.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The old version of the main switch was damaged/faulty and required an upgrade to a newer version. In addition, there was a worn-out scope socket that caused a poor connection. The device also had a non-olympus lamp with two hundred plus hours. It was recommended the lamp be replaced with an olympus xenon lamp for better performance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported that the power button was broken and there was no power on the evis exera iii xenon light source. The issue was found during preparation for use. No patient involvement was reported.